Manufacturer narrative:
Follow-up # 1 ¿ (04/20/2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 3/25/2014 and 4/10/2014, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter obtained blood glucose values of 75 and 118mg/dl on a lifescan meter when testing the control solution. The control solution is designated to produce a reading strictly within the range of 102-138mg/dl. This complaint is being reported for the following reason: the control solution results did not test within the expected range. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.